Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The tines were complete and intact. The tip had blood. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) was unable to be implanted due to the tip of the lead could not be held at the atrium wall. The physician attempted several times but was unsuccessful. The ra lead was then removed and replaced. The patient was in stable condition.